Manufacturer narrative:
The following devices were also listed in this report: size 26 10° liner; cat# unknown; lot# unknown, exeter 0 26 head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient's left hip was revised due to pain. The physician found range of motion issues, wear, osteolysis and the patient was experiencing pain. Patient was successfully revised to stryker components with no surgical delays.